Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's up button was impossible to press. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Customer complaint notes, impossible to press up button no further details. Customer: device history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the insulin pump not having power for a long period of time. Device received with intermittent button response due to flattened , up button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed displacement test and self test. Device received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.